Event description:
Patients friend contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient a possible detached cannula on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. The patients friend stated that the cannula became disconnected from the applicator during sensor deployment. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)